Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On12/4/2024, it was reported by a sales representative via email that two ar-3740sp double loaded knotless knee fibertak did not function properly. This was discovered during a procedure on (B)(4). Additional information received on 12/13/2024: this was discovered during a lateral extra-articular tenodesis of knee procedure. Both ar-3740sp double loaded knotless knee fibertak pulled out upon tensioning the knotless mechanism. Everything was removed and the case completed using a product from another manufacturer. The case was delayed about ten minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.